Manufacturer narrative:
Results: evaluation of the returned product found a pin inside the rj-11 receptacle is lower than the rest. When a sensor is plugged into the receptacle and the cable on the sensor is moved, the alarm sounds continuously when the cable is moved, if the sensor cable is not moved, the alarm will sound when it should. However, there is a bent battery spring inside the battery compartment. The plastic molding on the rj-11 receptacle is damaged. (B)(4).

Event description:
The customer reported the area where the rj11 clip is inserted into the alarm has a bad connection, customer has limited information. Customer could not provide a date when this was discovered. No patient incident or injury was reported.